Manufacturer narrative:
Additional h6 patient code: 3189- surgical intervention. Additional information: a1,a2,b7,d1,d2,d4,d7. Additional b5 narrative: it was reported that the patient underwent mesh revision on (B)(6) 2013 due to hernia recurrence.

Manufacturer narrative:
Date sent to FDA: 08/31/2020. H6 patient code: 3191 - bulging. Additional b5 narrative: it was reported that following the insertion the patient experienced pain, scarring, bulging and inflammation. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. It was reported that the patient underwent a previous hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent a previous hernia repair procedure on (B)(6) 2012 and mesh was implanted. Other procedures are captured in separate file. No additional information was provided.